Manufacturer narrative:
(B)(4). Correction: required intevention to prevent permanent impairment/damage(devices) was removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.5 x 12 nc traveler and xience alpine referenced are filed under separate medwatch report numbers. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric, and heavily calcified de novo second diagonal branch artery that was 99% stenosed. A 3.0 x 12 mm nc traveler was used to pre-dilate the lesion, but resistance was met with the lesion during advancement, and the balloon catheter ruptured at 14 atmospheres (atm) during the second inflation. Pre-dilation was therefore done with a non-abbott balloon catheter. Then there was an attempt to deploy a 3.5 x 12 xience alpine stent, but the stent did not expand enough due to the heavy calcification of the lesion. Therefore, post-dilation was attempted with a 3.5 x 12 mm nc traveler. However, resistance was met with the lesion during advancement, and the balloon catheter ruptured at 18 atm during the first inflation. The stent delivery system was then used for post-dilation followed by further post-dilation with a non-abbott balloon catheter. The xience alpine stent was successfully implanted though it was deformed due to the heavy calcification of the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.